Event description:
Email from sales rep reporting the customer has been experiencing leaks where the baxter tubing connects into the maxplus valve on the extension set. No product available at this time. There was no pt harm reporting and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.